Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would not open during the case. The device jaws were opened manually, however, there was minor bleeding. This was controlled with a new device. There was no tissue damage.